Event description:
Consumer states that the commode cracked on the seat on both sides. Stated product is on 2 years old and the dealer she purchased it from is no longer in business. I did goodwill part number 1112182, order number (B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9650-4. The owner's manual part number 1148075 rev b was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer states that the commode cracked on the seat on both sides. Stated product is on 2 years old and the dealer she purchased it from is no longer in business. I did goodwill part number 1112182, order number (B)(4).